Manufacturer narrative:
The biomed swapped out the water trap and co2 cable but the issue remains. Changed the gas unit (B)(4). Returned repaired unit to the customer. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).